Event description:
PICC (peripherally inserted central catheter) in scalp for central tpn (total parenteral nutrition) and antibiotic treatment. X-ray confirmed PICC centrally located. PICC inserter and PICC team member at bedside unable to draw back or flush line. Power flush attempted with resistance. Decision made to pull PICC. Unable to remove more than 3cm without difficulty. While attempting to retrieve, PICC line catheter broke below the skin. Xray confirmed retained catheter of the left scalp approach with tip overlying the superior vena cava. Catheter was retrieved in the pediatric cath lab by a pediatric cardiologist.